Manufacturer narrative:
Cmpl-(B)(4)

Event description:
It was reported that a damaged wire occurred. The sensor was inserted into the abdomen on (B)(6)-2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.